Event description:
Reporting status: serious injury/medical intervention/disability, reporting rationale: dislodged stent compressed against an implanted stent. Device issue: stent dislodgement. It was reported that after a drug eluting stent was implanted, a mini vision stent delivery system (sds) was used to cross the implanted stent in an attempt to reach another targeted lesion. However, after crossing the implanted stent, the mini vision sds could not advance any further. Then, upon retrieval of the sds, it was noticed from the cine that the mini vision stent had dislodged and was stuck to the implanted stent. A balloon catheter was then used to compress the dislodged stent against the implanted stent. Reportedly, there was no patient effect. No add'l event or patient info is available.

Manufacturer narrative:
Results and conclusions: it should be noted that the instructions for use states, "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." Historical data suggests that stent dislodgement may be caused by a number of factors. However, the inability to cross/stent dislodgement appears to be related to interaction with the previously implanted stent.